Manufacturer narrative:
The insulin pump had constant no motor movement error alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test,occlusion test, force sensor test and displacement test due to constant no motor movement error alarm. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose was unknown at time of incident. Customer states that they are not able to complete rewind and insulin pump was exposed to metal detector. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.